Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. The radiofrequency programmer head was changed out but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer request of interrogation difficulty, the device passed functional testing.